Event description:
It was reported via phone call that the customer has been experiencing high blood glucose over 500 mg/dl. Customer's blood glucose the morning of the call was 384 mg/dl. It was stated that the customer was having issues with the infusion sets. The customer declined transfer to get assistance and was just calling to get infusion set samples. It was advised that the customer should talk to the doctor to get the information on the infusion set type they would like to use.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.